Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage c.

Event description:
A 56-year-old male with a pre support clinical state consistent with scai cardiogenic shock stage c underwent impella cp support for the indication of acute myocardial infarction and cardiogenic shock. Upon arrival to the unit, hemolysis was observed in the foley catheter. The reported hemolysis was associated with deep device positioning and improved following pump repositioning. The event resolved prior to the patient¿s withdrawal of care. The patient¿s death on (B)(6) 2026 was attributed to the underlying clinical condition rather than device malfunction. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage c.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was most likely due to pump was not in proper position since echo confirmed pump was deep & hemolysis was improved after repositioning of the pump. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review.